Event description:
Pt experiencing chronic spinal headache, elevated temperature and increased wbc. Pt treated with blood patch and fluid bolus for csf leak. Devices explanted. Catheter found broken at purse string. Free floating piece of catheter remains in csf. Follow up with hcp revealed pt had a meningitis, causative organism not recorded in their report. The catheter fragment was surgically removed from intrathecal space. Pt was seen in 02 - incisions looked fine, and infection resolving.